Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: oss tibial poly bearing 14mm: catalog#150411, lot#65739979; oss poly tibial bushing: catalog#150476, lot#65733841; oss reinforced yoke: catalog#150493, lot#65964072; oss poly bumper lock pin: catalog#150510, lot#65725246; oss 4cm tapered diaph segment: catalog#151837, lot#482670; oss 4cm tapered diaph segment: catalog#151837, lot#66097444; oss rs 7 cm mod seg fmrl-rt: catalog#161011, lot#66163582; oss rs poly fem bushings set/2: catalog#161034, lot#65791052; oss rs poly fem bushings set/2: catalog#161034, lot#66198016; oss rs axle: catalog#161035, lot#66021154; cps anchor plug 10mm: catalog#178400, lot#497100; cps anchor plug 12mm: catalog#178402, lot#497110; cps nut co-cr-mo alloy: catalog#178512, lot#65766783; cps transverse pin 6pk 32mm: catalog#178527, lot#173340; cps centering sleeve 15mm: catalog#178537, lot#65753493; cps/oss 5cm tpr adapt w/oss sc: catalog#178711, lot#65850160. G2: foreign: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an orthopedic salvage procedure. Subsequently, eight (8) months post-implantation, migration was seen in the compress spindle and the patient underwent revision surgery to replace the affected component. It was reported that all available information has been provided.